Manufacturer narrative:
(B)(4). Lot unknown. The device was discarded and will not be returned or evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During an l1-pelvis revision/fusion, the surgeon was inserting screw when the tip of the screwdriver broke off. The surgeon was able to remove the broken tip from the screw and successfully complete the procedure.